Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced high blood glucose. Customer stated that blood glucose value at bed time the night prior to calling was 579 mg/dl. Current reading is 162 mg/dl. The customer had changed the infusion set three times. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. The cannula was not bent. Customer declined to check the settings and perform the high pressure test. She was advised to do a complete set change.